Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not completely close on the cystic duct. It fell off and had to be retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No incident related to the reported event was observed during the batch record review.